Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (unable to charge battery pack/power on) was confirmed. Upon investigation however, the charger was unable to charge a battery pack due to an internally shorted u300 component on the pca board. Additionally, the power supply connector was damaged and the charger could not power on. The root cause of the shorted u300 and damaged connector was unable to be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to power on.